Manufacturer narrative:
Concomitant medical products: 4574 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited noise, and the rv lead exhibited occasional undersensing and low r-waves, which contributed to a delay in ventricular tachycardia (vt) detection. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is deceased. It was noted that the patient passed away during a polymorphic ventricular tachycardia (vt) episode and was unable to take appropriate medication for the polymorphic vt because of a prior thyroid reaction to the drug.